Event description:
Unknown reporter reported rupture. Device status unknown. Record relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2.

Event description:
Previous emdr reported rupture. Upon receiving device information, it was found that device is non-PMA approved, hence rupture is being unreported.

Manufacturer narrative:
Previous emdr reported rupture. Upon receiving device information, it was found that device is non-PMA approved, hence rupture is being unreported.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Unknown reporter reported rupture. Device status unknown. Record relates to the left side.